Event description:
It was reported that during a gastric bypass procedure, the first firing went smooth, the second firing stagnated. Another device was used to finish the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Lockout cartridge. The (B)(4) device was received for analysis with no visual non-conformances and with an (B)(4) cartridge reload present. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward, locking the cartridge and pushing staples upwards. The returned cartridge reload was tested for functionality by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. The device opened and closed as intended. A batch record review was performed and no anomalies were found during the manufacturing process.